Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced with another guidant ICD, due to normal elective replacement indicator (eri) battery status. Upon receipt at guidant's reliability assurance laboratory, engineering calculations determined that this device did not meet expected longevity predictions.